Manufacturer narrative:
Method: device history records & complaint history. An evaluation of the devices cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested but not made available. The results of the investigation indicate that there is no evidence of prosthetic design, manufacturing, sterilization, or material factors responsible for the reported event. Based on the provided information, it is most likely that this event is not device related but rather patient or clinical factor related. The device history review for reported lot of devices indicates that devices were manufactured and accepted into stock with no reported incidents. Review of the sterilization record shows that this sterile lot has been certified and released as sterile finished product in (B)(6) 2008. There have been no other reported events for the reported lot mepmar.

Event description:
It was reported that, "the patient had an infection. The surgeon performed irrigation and debridement and replaced the insert."